Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not expose. Review of the log files confirmed the malfunction with the ippc (image processing pc). The fse identified that the system displays an error message showing low free disk space, can't do exposure, can only do fluoro but couldn't save the fluoro images. The failure analysis report didn't confirm the reported failure. The fse was also unable to recreate the image. So, the fse replaced the ippc, reloaded the software and recreated the image disks to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system would not expose. No harm to user or patient was reported. A philips field service engineer (fse) inspected the system onsite and replaced the image processing pc. The system was returned to use in good working order.